Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "fractured gel" and double capsule. The device has been explanted.

Event description:
Healthcare professional reported right side "fractured gel" and double capsule. Healthcare professional additionally reported that a total capsulectomy was performed and creases were observed upon explant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported that a total capsulectomy was performed and creases were observed upon explant.